Event description:
It was reported that the customer had button not working or unresponsive on insulin pump. The customer's blood glucose level was 201 mg/dl. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube thread and with cracked reservoir tube lip.